Manufacturer narrative:
The product family for this women¿s health product is unknown; and therefore, the appropriate labeling /product documents for review could not be determined. The sample was not returned. The lot number is unknown; therefore, the device history report could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. Sample not received.

Event description:
The patient¿s attorney has alleged a deficiency against the device. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received.